Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experienced intermittent fluctuating blood glucose (bg) levels (47-300 mg/dl). Contact stated they believe fluctuating bg's are due to the customer's menstrual cycle and due to the pump settings needing to be adjusted. Customer delivered boluses to bring elevated bg levels to target range, and consumed candy to bring low bg levels back to target range.